Event description:
Diagnosed with a virus in my left eye just before thanksgiving of last year. After seeing my optometrist and 2 different corneal specialists for the last 6 months I am left with a 50 to 70 percent vision loss in my left eye. They thought it was herpes simplex but never cultured the virus/fungus to find out. The pain did not subside until the end of february. They treated me with viroptic and a steriod and had me start taking valtrex. I used renu contact solution for years before this happened. I always wore soft contacts. Because of corneal abrasions and a fog that has developed from the scarring on my left cornea, I am now wearing a gas permeable lens on my left eye so that tears can fill in the abrasions to allow me to see a little better. I am left with significantly reduced vision due to the scarring on my left cornea right in front of my pupil. Peripheral vision is decent but I cannot read anything with my left eye.